Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part #unknown / unknown m2a head / lot # unknown, part #unknown / unknown stem/ lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01782. 0001825034-2020-01783.

Event description:
It was reported the patient underwent a total hip arthroplasty on an unknown date. Subsequently, the patient's legal counsel is reporting the patient is experiencing unknown complications. However, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported the patient underwent a hip revision surgery approximately 12 years post implantation due pain and pseudotumor. Head, taper and taper adaptor were revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was able to be confirmed by the review of medical records. Op notes demonstrated that the patient was revised due to pain and pseudotumor. MRI scan revealed pseudotumor adjacent to the greater trochanter. Pseudotumor identified during surgery. Cup was noted to be stable. No obvious wear on head component. Head and taper adapter removed. Dual mobility construct implanted. Device history record (DHR) reviewed was unable to be performed as the lot number of the device involved in the event is unknown. Root cause is unable to be determined as the necessary information to adequately investigate the reported event was not provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. One m2a-magnum mod hd sz 42mm was returned and evaluated. Upon visual inspection the head has scuffing on the outside radius and on the face. There was no visible debris inside of the taper. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.